Manufacturer narrative:
(B)(4) final report the following additional information was requested: - post primary and pre revision x-rays - operative notes (primary and revision) - patient activity level, medical history and weight - what was the patient doing at the time of the dislocation? - did the patient experience any slips, falls or other trauma post primary surgery? - did the patient follow correct post-op protocol? - an update on the patient post revision. None of this information could be provided due to patient confidentiality. However the reporter did state the following: "the reason for revision was dislocation on multiple occasions. After the surgery, mr lewis believed the reason why the dislocations occurred was due to the patient being dysplastic, having a very shallow socket, and therefore the cup needed to be opened up more (increased anteversion and inclination) to stop posterior dislocation during internal rotation. Mr lewis put in a trinity evo cup, with a dual mobility in order to provide more stability in the joint. Revising surgeon made it clear there was nothing wrong with the corin implants, was related to patient anatomy and implant orientation." The appropriate device details have been provided, and the relevant device manufacturing and records were identified and reviewed. All devices conformed to material and dimensional specification at the time of inspection. Therefore it was concluded that the root cause was likely related to patient anatomy and implant orientation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA. However this event occured outside the USA. The submission of this report does not constitute an admission that the device reporting entities representative or distributer caused or contributed to this event.

Event description:
Trinity revision of the cup, biolox delta ceramic liner and head after approximately 8 months and 3 weeks due to dislocation.

Event description:
Trinity revision of the cup, biolox delta ceramic liner and head after approximately 8 months and 3 weeks due to dislocation.

Manufacturer narrative:
Per-(B)(4) initial report: the following additional information has been requested: - post primary and pre-revision x-rays. - operative notes (primary and revision). - patient activity level, medical history and weight. - what was the patient doing at the time of the dislocation? - did the patient experience any slips, falls or other trauma post primary surgery? - did the patient follow correct post-op protocol? - an update on the patient post revision. The appropriate device details have been provided, and the relevant device manufacturing and sterilisation records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA. However, this event occured outside the USA. The submission of this report does not constitute an admission that the device reporting entities representative or distributer caused or contributed to this event.